Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. Post procedure, the patient experienced ectopy and tricuspid regurgitation. The next day the physician attempted to reposition the device but the issue continued. The device was explanted and replaced. The patient was stable.